Manufacturer narrative:
Additional info: initial reporter e1: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (investigation conclusion).

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) helium cylinder cover jammed. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) spoke with the customer via phone. The helium tank had not been properly closed. This was determined to be an operator error. There was no issue with the iabp.